Event description:
It was reported that the pt underwent a posterior spinal fusion procedure at t3-l3 to correct kyphosis deformity. The implanted construct was bilateral multiple axial screws (mas) from t10-l3 every level, t9 skipped with two closed down going laminar hooks at t3. Bilateral mas from t8-t4, x10 crosslink at t12 and l1 and t5/6. Four weeks post-op the pt reported that he heard and felt something snap while bending over. Reportedly, the x-rays revealed the rods pulled back out of the mas with the set screws still engaged in the mas. The mas did not pull out of the pedicles; they were still fully inserted and not compromised. The set screw loosed in screw saddle. The revision surgery was performed approx five weeks post op. During the procedure, the left/right l3 screws were explanted and new hardware was implanted to the existing instrumentation. The revision surgery reportedly went well.

Manufacturer narrative:
(B)(4): dimensional analysis of both multiple axial screw (mas) head outer diameter inspected and found to be within print specification. Macroscopic and optical examination of the mas set screws revealed atypical rod interface witness marks on one of the returned set screws. The nature of the witness mark, (witness mark on only one half of the set screw), damage is also noted to the bottom thread, adjacent and in alignment with the set screw witness marks. Additionally, asymmetric witness marks are noted on one side of one of the mas crowns; the above observations are consistent with rod angulation. The provided event information states the rods pulled out of the multi-axial screws, this, in conjunction with the above observations, suggests that the l3 mas/set screw(s) may have been angulated in such a way as to prevent full and proper tightening of the set screw(s). The set screw(s) subsequently loosened, with the l3 multi-axial pedicle screws placed too close to the end of the rod, the rods were able to be pulled out of the pedicle screws during flexion.